Event description:
A falsely depressed troponin I result of 0.00 ng/ml was obtained on a pt sample. The result was not reported to the physician. The original sample was retested on an alternate analyzer and a result of 3.01 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely depressed troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was user error due to an incorrectly aligned sample probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was user error due to an incorrectly aligned sample probe. The probe was realigned with guidance from a dade behring technical assistance representative. The instrument is performing witin specifications.